Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
Os 111068 - the dentist reported the implant removal due to a abutment fracture, 4 years after its installation. Implant was installed in intraoral region #30.